Manufacturer narrative:
Similar product to 190-000. The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results with the ID now covid-19 assay performed on a direct tested kitted nasal swab throat sample on (B)(6) 2022. The patient was admitted to intensive covid-19 isolation ward as a result of the positive ID now results. Confirmation pcr testing was performed (B)(6) 2022 which generated a negative result (platform and sample type unknown). The customer reported that the patient had been found by their spouse lying on the ground next to their bed, showing signs of "hemiparesis left side"; the evening before patient had been well. After neurological analysis, patient was diagnosed with slight right hemisphere media syndrome. The customer reported that due to an unclear timeframe no thrombolysis was recommended. The patient was reported to be in the neurology ward since (B)(6) 2022 and further pcr tests (dates unknown) have generated negative results.